Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that low out-of-range (oor) shock lead impedance was detected via patient's remote monitoring system. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information received indicates that this device was explanted and replaced due to a therapy upgrade. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information via the patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance measurements. Additional information indicated that device was checked, everything was fine except the only one oor impedance measurements. The cause was undetermined, however will continue to monitor the patient. The system remains in service. No adverse patient effects were reported.